Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed vent inop, motor fault, low peep and low ve while on patient use. The customer confirmed that there was no patient harm or injury that was associated with the reported event.